Manufacturer narrative:
The customer changed the infusion set to address the issue. Complaint has been forwarded to the infusion set manufacturer.

Event description:
It was reported that customer did not see drops of insulin at end of tubing during fill tubing step of load sequence after filling cartridge. There was no adverse impact to the customer¿s blood glucose level. Customer had used cold insulin, so technical support advised use of room temperature insulin when filling cartridge. The customer continued to use the pump for insulin therapy.